Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device briefly changed position in the pocket. It was standing on end in the pocket instead of flush with the skin. The patient noticed this when she rolled over while sleeping. This was very uncomfortable for the patient but the patient was able to flatten the battery back. The patient had not noticed any change in recharging or stimulation, but soreness/discomfort around the stimulator had developed. The physician checked the device and stated there was no issue. There was noted tenderness around the stimulator site. The physician stated the stimulator could be manipulated a bit, but noted it was probably an isolated incident. Impedances were also checked and were stated to be good. The patient declined reprogramming as they had good stimulation coverage in all areas of pain. The patient¿s status was alive with no injury. The patient was advised to follow up for pain or any issues as needed.

Manufacturer narrative:
(B)(4).